Event description:
It was reported that while removing the protective packaging sheath resistance was met therefore, force was applied which resulted in a balloon separation. This occurred while preparing the device for use.